Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawers 1.1, 1.2, 3.2 and 4 were failed and required maintenance, which hindered users from accessing the medications. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 failed due to a connection issue with the module controller board. The field service engineer stated that this incident resulted in a delay in dispensing the medication. The engineer confirmed that all the connections and boards were properly seated and operational. Upon further inspection of drawers 4 to 6, a loose connection was identified in drawer 4 with the module controller board. After reseating this connection, all the drawers began to function correctly. The system functioned as intended after the field service engineer troubleshooted the device.